Event description:
It was reported that the patient underwent caesarean-section on (B)(6) 2014 and suture was used. While closing the uterus, the needle separated from the suture and the needle fell into the patient¿s uterus. X-rays were taken and the surgeon had to reopen the uterus. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2014. Representative samples were returned for evaluation. No device failure detected and the product is within specification.